Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event for the reported event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that the on an unspecified date and time the display of his adc meter was not turning on with the button press or test strip insertion. Customer further reported going to sleep not experiencing any symptoms and his mother tried to wake him but he was "passed out." Paramedics were called and upon arrival an injection of an unknown medication was rendered. Customer was transported to the hospital. He was diagnosed with hypoglycemia and treated with glucose. It was reported that the healthcare provider mentioned the customer experienced seizures. There was no report of death or permanent injury associated with this event.